Manufacturer narrative:
As reported, four 5f sidewinder ii tempo 0.038 125cm diagnostic catheters were found to be cut at angulation with risk of detachment in the patient. The procedure was completed with another 5f tempo 0.038 125cm diagnostic catheter of a different lot number. There was no reported patient injury. The devices were meant to be used in thrombectomy procedures. The four devices that were noted to be cut as well as one sterile device and one device that was opened by mistake were returned for analysis and analyzed under (B)(4). (B)(4). During visual inspection of the fifth non-sterile unit, several kinked/bent conditions on the body located approximately 65.3, and 122.9 cm from the distal tip. No other damages or anomalies were observed on the returned device. It is important to note that during the handling of the non-sterile units, a certain weakness in the plastic material was felt to the touch. So much so that, if minimal force is applied to manipulate it, the plastic becomes brittle. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. The reported ¿catheter (body/shaft)-puncture/cut¿ was confirmed for four of the non-sterile devices as well as the sterile device. The plastic did not show clear signs of elongation. However, the metal braid wire exhibited plastic deformation at the separation end, suggesting that the damage could be related to tensile force exposure. Nevertheless, the cause of the observed characteristics is currently not conclusive. Due to the nature of the complaint, the reported ¿product selection error¿ could not be confirmed. This event is likely associated with the device that was opened by mistake that did not have a cut on it. However, the reported ¿catheter (body/shaft)-degradation¿ was confirmed for all six events based upon brittleness observed on the body of the catheters. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the degradation could not be determined; however, it is potentially related to the manufacturing process of the unit. Therefore, a risk assessment has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, four 5f sidewinder ii tempo 0.038 125cm diagnostic catheters were found to be cut at angulation with risk of detachment in the patient. The procedure was completed with another 5f tempo 0.038 125cm diagnostic catheter of a different lot number. There was no reported patient injury. The devices were meant to be used in thrombectomy procedures. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The four devices that were noted to be cut as well as one sterile device and one device that was opened by mistake will be returned for analysis.